Event description:
It was reported that during a routine check by the user, the cs300 intra-aortic balloon pump (iabp) has a black screen and does not work. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, and replaced the display controller. The fse checked and verified the device, and determined that the equipment was then suitable for clinical use. The unit passed all functional and safety testing.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11 corrected fields: d1, d4(model# & catalog#).

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has a black screen and does not work.